Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he encountered and sharply dissected the previously placed mesh. The omentum stuck to them mesh was divided and all the mesh was excised. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, dense adhesions, mesh contraction and seroma. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/27/2022 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.